Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: motor too loud - motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. "Micro": preventive replacement of o-rings performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. As per the input check report the motor is noisy, corroded, short circuit in the cable and the values of keypad out of range are the root causes for the reported failure. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that post-operatively to an unknown procedure the micro tornado handpiece with hand controls does not turn, motor is jammed. Patient was involved but there was no impact on the patient. The outcome of the event was the procedure has been completed with no surgical delay. A replacement device was used to complete the procedure.